Event description:
It was reported that high impedance measurements of >4000 ohms were obtained on some of the bipolar pairs. The lead and implantable neurostimulator (ins) were both switched out and both times all combination with electrode 0 showed >4000 ohms. The hcp indicated, he saw all contacts on header block were blue. The second lead and ins were left in patient. Additional information received reported, the patient was implanted with a different device and was doing fine.

Manufacturer narrative:
(B)(4).